Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: her blood glucose (bg) has been elevated since (B)(6) 2013. On (B)(6) 2013 evening her bg was 129 mg/dl. Fasting bg on (B)(6) 2013 was ¿hi¿, with nausea and vomiting. She changed site/set /cartridge with no improvement in bg; however, bg improved after syringe injections. That evening, she stood up, was dizzy, fell and hit face on corner of bed stand, causing cuts below left eye and above right eye. She went to the medical center and received treatment. She does not know what her bg was at time of this incident. They checked her blood pressure at the center - normal; did a CT scan; gave her 2 liters of IV fluid then released her. On (B)(6) 2013, fasting bg (B)(6) was 239 mg/dl. She gave correction with pump, but 3 hours later, bg was in 300 mg/dl¿s, gave another correction with pump. Three hours after that bg was 500 mg/dl. States she gave self injection with syringe and bg improved. Patient denies site issues, scarring, redness, soreness, leaking, or air bubbles. Rotates site in abdomen and hip areas, every 3 days. Prime history shows pump was primed (B)(6). States she sees/feels insulin drip out of tubing when primes. Pump has not been exposed to x-ray. She has been feeling dizzy, nauseated intermittently since past weekend and currently has cold/flu symptoms. She has lost faith in the pump, as bg does respond to treatment with injections. Customer support (cs) found no associated alarms in history. No suspensions. Reviewed bolus history and boluses have been delivered as programmed, no issues with tdd. Cs advised that no defect found in the pump and that pump replacement may not improve her bg management. Patient will remove pump and use back up plan until new pump arrives. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of pump may have contributed to the hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/04/2014 with the following findings: no defect was found. Unable to duplicate reported complaint. The last basal delivery was recorded on (B)(6) 2013 and the last bolus was recorded on (B)(6) 2013. The tdd¿s prior to the event add up correctly and reflect the users programmed basal rate. No alarms related to the complaint noted in the alarm history; only typical usage observed. Pump successfully passed a delivery accuracy test/ no alarms occurred during testing. Pump found to be operating within required specifications and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.